Event description:
Pt underwent anterior crucial ligament reconstruction with implantation of bioscrew. Approx 1 month post-operatively, pt presented with "autoimmune type disorder of peripheral nerves manifested as paresthesias, cramps and fasciculations associated with prominent fatigue". Device remains implanted in pt to date.